Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range shock impedance values were exhibited with this device. While no adverse patient effects were reported, the physician reported surgical intervention would ensue to verify lead integrity. No surgical intervention was performed and a subsequent follow-up interrogation, demonstrated shock impedance values within normal ranges. It was reported the clinician would continue to follow the patient closely along with pharmacological changes planned. At this time, no further details have been provided.